Event description:
In (B)(6) 2010, the surgeon performed a right si joint fusion using three ifuse implants. The pt woke up in the recovery room complaining of right leg pain. No neurologic deficits were clinically present. A CT scan showed that the second implant was slightly medially displaced. The implant violated the lateral aspect of the first sacral neuroforamen. The pt was immediately returned to surgery. The second implant was re-positioned by withdrawing it 2 to 3mm. The pt had complete resolution of his right leg pain. No residual numbness of his right leg pain. No residual numbness or weakness. F/u CT scan showed good position of all three implants as well as bone ongrowth. The pt has had significant improvement of his right si joint pain.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, the root cause is improper placement of the implant.